Manufacturer narrative:
(B)(4). The air in tubing (without alarm) was found to have an undetermined cause. The problem cannot be confirmed due to no use error described by the patient, the sample was unavailable for evaluation, batch review revealed no manufacturing issues and an event log was not reviewed by a baxter employee. The source of the air is undetermined.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, the home patient (hp) had air in the tubing. The hp stated that the patient line was full of air. Global product surveillance (ps) contacted home patient (hp) on (B)(4) 2012 regarding the reported problem. The hp did not notice any defects with the original supplies. The hp stated that the patient line was not primed all the way before connecting. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. If additional information becomes available, then a follow up MDR will be submitted.